Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post-operative check, the device was pacing at the maximum sensor rate due to the minute ventilation (mv) feature interacting with the hospital equipment. The mv was temporarily programmed off, which resolved the issue. No adverse patient effects were reported.